Manufacturer narrative:
This resolute onyx device failed to cross and was not implanted in the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date MFR rec: 2019-01-30. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad and two resolute onyx des were implanted in the 1st obtuse marginal. A fifth resolute onyx des was attempted in the 1st obtuse marginal but was unable to cross and removed. Post-procedure, subject¿s troponin peaked at 3.57 ng/ml. Cec adjudicated non-q-wave mi (target vessel), mdt extended historical peri-pci and adjudicated stent thrombosis no event.